Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discrepant troponin results was unknown. The fse aligned the heterogeneous module (hm) probes, de-contaminated the system, performed a functional check on the system and ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin results were generated by the dimension xpand plus with hm system. The results were reported out of the laboratory. The customer retested the samples on this system and a back-up system and obtained results within expectations. Corrected results were issued. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin results.